Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. The analysis showed several signs of wear at the fork and between the fork and the connector outputs. About 11 cm distal of the is-1 connector pin, a conductor fracture of the rope conductor to the ring electrode was visible. This damage can with high probability be regarded as the cause of the detected oversensing. The position and characteristics of the observed damage manifestations require severe stress on the lead in the implanted state and lead to the assumption of significant stress on the lead due the interaction with the generator housing. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. During the mechanical inspection, a mandrin could only be inserted for about 1.5 cm into the lumen of the lead. Further analysis showed remains of coagulated blood on the inner conductor helix, which prevented a complete advancement of the mandrin and most likely got into the lead with a mandrin used during the explantation. The further visual analysis showed that the tip electrode had been partially pulled out of the adhesive connection of the ring electrode. The adhesive surface between the ring electrode and the silicone insulation was examined and showed no indications of a material defect or manufacturing error. Cuts in the insulation and a severely twisted inner conductor helix close to the is-1 connector pin were detected. These damages are probably a result of the explant process. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - it was reported that oversensing was noted about 5 months after the implantation, and the lead was then explanted. No deterioration of the patient&#62688;state of health was reported.